Event description:
The customer received a contour meter from his local doctor . When he tested his blood glucose for the fist time, it read in mmol/l instead of mg/dl. No adverse event alleged. The customer ended the call before further information could be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.